Manufacturer narrative:
Concomitant products: dtma1d1 crt-d implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with chest pain. It was noted on a transmission that there was a possible issue with left ventricular (lv) lead capture. It was also noted that there was right atrial (ra) lead undersensing noted during atrial tachycardia/atrial fibrillation (at/af) episodes. The lv lead and ra lead remain in use. No further patient complications have been reported as a result of this event.